Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: the keypad was found to be intact with no damage. The keypad cover was removed and no contamination was found on the button contact. The pump powers on with auditory and vibration features to a blank display screen. Further testing was not able to be performed due to the unrelated blank screen issue. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. Evaluation revealed that the eeprom component had failed. The complaint of the keypad button response issue was unable to be adequately investigated due to the unrelated eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.